Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported to philips that the device annunciated a proximal pressure line disconnect error. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact. The device was replaced with another v60. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was not confirmed. The philips fse conducted functionality tests and the customer's reported problem was unable to be reproduced, and no replacement parts were required. The device successfully passed all required testing and remains at the customer site.